Event description:
It was reported that this cardiac resynchronization therapy defibrillator (crt-d) system delivered inappropriate anti-tachycardia pacing (atp) and shocks for what appears to be a supraventricular tachycardia. Technical services (ts) was consulted, and programming enhancements were discussed. No additional adverse patient effects were reported. This device remains in service.